Manufacturer narrative:
Clinical specialist (cs) stated that the patient is doing well and that cs would reach out to post market surveillance if there were any changes. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending additional information and potential device return for additional investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a prometra pump that was unable to have a refill programmed. Cs reported that when attempting to program the refill, the programmer would read "programming failed. Please re-enter values and try again." Cs reportedly used three different programmers and received the same message. Cs reported that when they were able to inquire the pump, the volume read as 20ml. Technical solutions advised cs to attempt to program the reservoir volume to 19.3ml. Cs reported that they received the same message and that the volume still read as 20ml when they re-inquired. Cs was able to change the low reservoir alarm and daily dose limit. Cs reported that there were no pump errors and the battery level showed as "ok". The patient was not having any changes done to their medication or flow mode so the physician decided not to program the new reservoir volume. Additional communication confirmed that the patient is doing well, but wants to try stopping the pump or filling it with saline at their next refill to see if they want their pump to be replaced.